Manufacturer narrative:
The autopulse platform was returned to zoll on 12/16/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during device check, the autopulse platform (sn: (B)(4)) was displaying error message user advisory (ua) 18(max take-up revolutions exceeded). No patient involvement was reported.

Manufacturer narrative:
The customer reported complaint of the autopulse platform displayed error message user advisory (ua) 18 (max take-up revolutions exceeded) was confirmed during archive review but not during the initial functional testing. The platform did not exhibit ua18 error message during functional testing indicating that the ua18 error message was cleared by the customer. Per the autopulse maintenance guide ua18 error message is exhibited when the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The platform was functionally tested and the autopulse exhibited user advisory (ua) 45 (not at "home" position after power-on/restart) message upon powering on. The ua45 error message was unrelated to the reported complaint. The drive shaft was rotated back to the "home" position to remedy the ua45 error message. The platform did not exhibit ua18 error message during functional testing indicating that the ua18 error message was cleared by the customer. Load cell characterization was performed and load cell module 1 was found to be faulty which is unrelated to the complaint. Load cell module 1 was replaced to remedy the fault. Additionally, the power distribution board (pdb) were replaced per routine service procedure. A run-in testing was performed for 10 minutes without exhibiting any of the user advisory or fault. The autopulse has passed all the testing and meets all required specifications. A review of the archive was performed and found user advisory (ua) 18 (max take-up revolutions exceeded) on the reported event; thus confirming the reported complaint. Unrelated to the reported complaint, archive data indicated the ua45 (not at "home" position after power-on/restart) error message occurred on (B)(6) 2016. A visual inspection was performed and found that battery lock was bent. The autopulse platform is a reusable device and was manufactured on 04/12/2011. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).